Event description:
It was reported that the battery of the external pulse generator was not holding its charge. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable confirm the customer comment that the generator was not holding a charge. Analysis did find that the high rate cover, lower case and ring cover were all broken. All were replaced. (B)(4).

Event description:
It was reported that the battery of the external pulse generator was not holding its charge. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.